Manufacturer narrative:
Additional narrative: (B)(6). The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized, jammed, and was moving heavy. It was further reported that the motor was blocked and contaminated by cleaning residues. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the micro drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the motor was blocked. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.